Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the 30in dpsb ster disp cuff w/plc, part number 60707010500 and lot number z000003970, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Note: complaint history search was performed on all disposable and reusable cuffs as this failure mode could occur with any cuff. Further action not required as there were two or less complaints identified with the same item and lot combination. On 25 jul 2019, it was reported from (B)(6) hospital that a 30in dpsb ster disp cuff w/plc caused an air leakage alarm to ring during use. On 26 sept 2019, a returned product investigation was performed on the 30in dpsb ster disp cuff w/plc. The physical evaluation revealed that the returned cuff had a leak where the hose connects to the 90 degree connector. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 30in dpsb ster disp cuff w/plc had a leak, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, the air leakage alarm was ranged during use. But, the surgeon was not able to stop this surgery, so the surgeon finished this surgery with this complaint product.